Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Functional tests including accuracy testing. The delivery accuracy tests were unable to duplicate the under delivery field observation but found the pump to be over delivering the control limit specification of +/- 3% but well within the published specification of +/-6%. The pump's expulsor was replaced in order to bring the delivery into more nominal of a range. Based on the evidence, the complaint of under delivery was unable to be confirmed. The root cause of the pump's accuracy issue was attributed to the pump's expulsor.

Event description:
Information was received indicating that this ambulatory infusion pump failed accuracy testing by -6.99%. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.